Event description:
It was reported that pump malfunction occurred with a non-resettable malfunction code displayed, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer performed correction injection using multiple daily injections and did not require emergency assistance. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment.